Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse repaced the erbe to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the erbe had an error m11. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the erbe was replaced to continue and complete the case.